Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative found that the z depth setting had drifted slightly but was still within specification. The customer requested that no change be made to the system as a clinical applications specialist (cas) would visit the site to assist with system parameter optimization. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Following the completion of the service request (sr), the cas confirmed that there had been no additional occurrences of the reported event. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during flap cases, the flap on the left side is partially cutting. This happened twice in two weeks. Additional information was received. The surgeon was unable to complete the left eye on a patient and the patient was sent home. This patient will come back at a later date to complete the procedure. There was no harm to this patient, just a delay. The surgeon will reattempt to create the flap.